Event description:
The device was implanted on 1/17/97. On 3/7/97. A facility data entry clerk contacted the MFR and reported that the device catheter had sheared and the device was explanted on 2/18/97. No further info was provided at that time.